Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection observed foreign material-like liquid inside of the meter bag. How and when problem could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: "should the package is damaged do not use this product."(B)(4).

Event description:
It was reported that the user found liquid, after the package was opened. It was later reported that the liquid was found in the meter of the bag.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the user found liquid, after the package was opened. It was later reported that the liquid was found in the meter of the bag.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿should the package is damaged, do not use the product". (B)(4).

Event description:
It was reported that the user found liquid, after the package was opened. It was later reported that the liquid was found in the meter of the bag.